Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on 17-may-2024. The infusion set was in use for less than 1 day. The leak was at site. No further information available.